Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 542mg/dl. The customer was treated with insulin pump. Customer states that they had symptoms like felt flushed his face was hot. Customer¿s current blood glucose was 360mg/dl. Troubleshooting was performed. Drive support cap was normal. Customer reports insulin exited at the qr. There were no leaks or air bubbles. Cannula was bent. There were no site or insulin issues. The product will not return for analysis.